Event description:
On (B) (6) 2008, (B) (4) informed us that they had received complaint from (B) (6). The product was received by ellman on (B) (6) 2008. The surgical ctr reported two events that took place on (B) (6) 2008, where a triggerflex metal tip broke in patients, during a lumbar discectomy. For one patient, the physician removed the broken part with a grasper. For the other patient, the physician confirmed that no product remained in the patient. No injury was reported. The surgery center started that the product was not reused.

Manufacturer narrative:
The products were returned to ellman on 11/14/08. Upon investigation, we found that the insulation between the bipolar tips separated from electrode. The company has evaluated product from production lot in question along with additional lots of triggerflex containing electrode tips from each of our suppliers. Our testing did not replicate the failure mode during normal operating conditions. However, additional testing was able to replicate the failure mode under extreme conditions, but only for tips manufactured by one of our suppliers. This is the same supplier that manufactured the tip, which failed in surgery. The company has made the decision to recall all product lots containing electrode tips from this supplier.